Event description:
It was reported that his subcutaneous implantable cardioverter defibrillator (s-ICD) system emitted beeping tones due to high out of range shock impedance measurements. A manual impedance test was performed with measurements within normal limits. Device data and x-rays were sent to rhythmcare for review. Review of the x-rays determined there was indication of electrode impairment. This device system remains in service. No adverse patient effects were reported.